Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the patient¿s revisions reported cannot be conclusively determined as the reason was not reported, no clinical information was provided, and the devices were not available for evaluation. Based upon the reported progressive upsizing of the humeral liner components in both cases, the revision may be related to instability. However, this cannot be confirmed from the reported information if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, approximately 1 year and 9 months post the patient's first revision surgery, the patient was revised again and the liner exchanged for a 46mm liner. No other patient/medical information provided.